Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the ins battery was ½ full and last night it was almost full. The patient ¿could not believe it was down that far.¿ the patient inquired about troubleshooting with recharging. The patient was assisted with poor coupling. The ins recharger antenna dial was turned which resulted in 8 coupling boxes. The patient stated they were able to feel their implant and always made sure to put the antenna right over it. The patient stated they even marked their skin with a black marker so they put the antenna in the right spot. The patient stated even if they put the antenna in the right spot they wouldn¿t get all 8 coupling boxes. The patient stated if they moved it a little they would come up stating the patient needed to be careful so they didn¿t move and make the coupling boxes go away. The patient stated because they had to move the antenna around to get good coupling that it might take 15-20 minutes before getting 8 bars. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient did not know what circumstances led to the battery depleting rapidly. The patient stated that maybe it was a longer time than they thought before they recharged the device. The issue was reported as being resolved. The patient stated the battery was right on. The patient stated they were wearing a belt with their stimulator on and it doesn't lose bars like it did before. The patient stated they were pleased with it as is. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the cause of the battery draining rapidly was the patient was not using the rechargeable battery. It was mentioned the patient had poor coupling. No further complications were reported.